Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter in j, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2017. Patient is alleging vena cava and organ perforation. The patient further alleges post-implant blood clots in legs. Report from CT (computed tomography): "a conical ivc filter is present with tip less than 1 cm below the level of the right renal vein. The axis of the device is parallel to the ivc, however there is a diminutive caliber of the ivc at/below the level of the filter suggesting chronic thrombosis. There is perforation of multiple filter struts through the ivc with intervening fat plane. No embedment of struts within adjacent structures is evident." "Impression: 1. Ivc filter with transmural strut perforation. Diminutive appearance of the ivc at/below the level of the filter and diminutive appearance of the common iliac veins suggestive of chronic thrombosis. Venous collateral formation in the retroperitoneum and right anterior abdominal wall".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/vena cava (vc) perforation, thrombosis, stenosis. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The following fields were updated per additional information received: b5, b6, d6a, and h6, annex f. Additional information: investigation investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Report from venogram: "findings: 1. Inferior vena cavogram, pelvic venogram, and the right lower extremity venogram showed patent inferior vena cava, with an infrarenal ivc filter, patent right common iliac vein, external iliac vein, except for the distal half with greater than 50% narrowing and mild small to medium amount of thrombus, patent right common femoral, superficial femoral and popliteal vein, with approximately 90% to 96% stenosis and nearly occlusive thrombus, likely acute and chronic. 2. Mechanical thrombectomy and thrombolysis using tpa of the right distal external iliac vein, right common superficial femoral vein and politeal vein; followed by angioplasty with a 8 x 80 mm balloon and a 10 x 80 mm balloon with 2-minute inflation time. 3. A post-therapy right lower extremity and pelvic venogram showed severe spasm of the right lower extremity and pelvic veins, but with improved flow with probably residual 30% to 40% stenosis." Implant report: "the right internal jugular vein was identified with us and the overlying skin was infiltrated with lidocaine for anesthesia." "The ivc filler which was deployed with its top beneath the renal vein inflow." "Impression: 1. Placement of retrievable tulip ivc filter in patient with progression of lower extremity deep vein thrombosis despite anticoagulation. 2. There is some narrowing of the ivc at the level of the renal veins. The patient reports having an outside CT examination. This may be a congenital variation."